Event description:
It was reported that the three blades broke during a uni- knee surgical procedure. It was also reported that there were no adverse consequences. It was further that there was a 10 minute delay as a result of this event. It was also reported that the procedure was completed successfully. This report is for the second blade that broke.

Manufacturer narrative:
The quality investigation is complete.